Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the indication for the initial procedure? ¿cervical spine procedure but detail is unknown. What anatomical location was the 20 cm incision? ¿around the cervical spine. What was the implant in the neck and how was it secured? ¿no information. What was used to close the skin layer? ...vcp726d was used for dermostitch. Can you confirm the skin wound was not healed 4 weeks post op? ¿no, we cannot. It is unknown whether the skin wound was healed 4 weeks post op or not. Can you describe how much of the ¿ surgical wound was opened¿? ¿no information. Do you have any photos of the vicryl plus vcp726 suture during second procedure? ¿no, we don¿t. What is the current condition of the patient? ¿as of (B)(6), the patient was in the hospital. The postoperative course was good, and infection was not observed. We have not been updated since then.

Event description:
It was reported that the patient underwent a cervical spine surgical procedure on (B)(6) 2017 and the suture was used to close the dermis around the cervical spine by interrupted suture. The postoperative course was good, and the patient was discharged from the hospital. On (B)(6) 2017, when the patient put his chin down, the surgical wound was opened with a snapping sound and then, an implant in the neck was exposed. On the same day, the patient underwent a re-operation. During the re-operation, it was observed that the suture on the dermis had been completely broken. The affected suture and broken pieces were disposed of and the dermis was re-closed with another device. As of (B)(6) 2017, the patient was in the hospital. The postoperative course was good, and infection was not observed.